Event description:
It was reported the pt underwent a procedure to repair a congenital facial cleft using infuse. The pt had a deficiency in bone at 49 days post op, and did not have a stable union. Another surgery, adding more bmp-2 to the site resulted in union. No further complications were reported.

Manufacturer narrative:
(B) (4). Literature article citation: chin et al. Repair of alveolar clefts with recombinant human bone morphogenetic protein (rhbmp-2) in pts with clefts. The journal of craniofacial surgery 2005; 16: 778-789. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.